Manufacturer narrative:
Based on the scanning electron microscopy (sem) results and analysis findings, the report of stent separation was confirmed. Fatigue features and dimple features are visible on the fracture surface. Fracture surface had faceted features around the circumference of the push wire and microvoids towards the axis. Previous metallurgical cross-section results from laser weld doe study showed a heterogeneous microstructure in the weld zone. Faceted features and flat fracture surface topography indicate brittle fracture- hydrogen embrittlement likely. Hence it is likely that this failure might be a result of the combination of the weld microstructure heterogeneity and loss in material strength due to hydrogen embrittlement from flux. The review of lot history records shows that the finished device met all manufacturing requirements and specifications during final assembly and quality inspection. Per our instructions for use (IFU): ¿to prevent device separation: do not oversize device. Do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, re-sheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration. Do not treat patients with known stenosis proximal to the thrombus site. If excessive resistance is encountered during the delivery of the mindframe capture¿ lp device, discontinue the delivery and identify the cause of the resistance. Advancement of the mindframe capture¿ lp device against resistance may result in device damage and/or patient injury.¿ information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient initials .patient gender. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the detached stent was in the m1 portion of the vasculature, but was reported to have moved / migrated to the m2 and caused a stroke. The patient passed shortly after the procedure, cause of death is still to be determined.

Manufacturer narrative:
Date manufacturer received - type of report. Follow-up type. Remedial action. Correction number. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. As the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a mechanical thrombectomy procedure of the m2 occlusion, with minimal calcification and minimal tortuosity. The stent separated from delivery wire and dislodged in the patient. The physician removed the microcatheter prior to removing the mechanical thrombectomy device. The detached stent was in the m1 portion of the vasculature. The patient passed shortly after the procedure, cause of death is still to be determined.

Manufacturer narrative:
The pushwire of the device was returned for evaluation without the stent portions, as it was left in the patient. No bends or other anomalies were observed on the device. The broken end of the pushwire was sent out for scanning electron microscopy (sem) analysis. A supplemental report will be submitted when the evaluation has been completed. If information is provided in the future, a supplemental report will be issued.